Manufacturer narrative:
A device history record (DHR) review could not be conducted as the sterile lot number was not provided. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the exoseal vascular closure device, it was reported that the wire loop was separated (in two parts) from the system after being released. There was no patient injury. "It" was pulled down by hand.

Manufacturer narrative:
Additional information was received and (description of event) was updated: during use of the exoseal vascular closure device (vcd), it was reported that the wire loop was separated (in two parts) from the system after being released. There was no patient injury. "It" was pulled down by hand. Hemostasis was achieved with manual compression. The exoseal vcd prepped according to the instruction for use (IFU) instructions. There was no visible signs of device/package damage prior to use. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no stent near the puncture site. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath did not kinked/bent. No excess force was applied during insertion. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer lock against the handle assembly and an audible click was heard. The exoseal vcd securely locked with the vascular sheath introducer. The exoseal was stored on the shelf for two weeks. The product will be returned for analysis. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the exoseal vascular closure device, it was reported that the wire loop was separated (in two parts) from the system after being released. There was no patient injury. "It" was pulled down by hand. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The complaint reported by the customer as ¿indicator wire - separated - in-patient¿ was not confirmed, since the product was not returned for analysis. According to the product instructions for use, the users are cautioned that the vascular sheath introducer and/or exoseal vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair. Neither the product history record review nor the product evaluation suggests that the reported event could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
During use of the exoseal vascular closure device (vcd), it was reported that the wire loop was separated (in two parts) from the system after being released. There was no patient injury. "It" was pulled down by hand. Hemostasis was achieved with manual compression. The exoseal vcd prepped according to the instruction for use (IFU) instructions. There was no visible signs of device/package damage prior to use. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no stent near the puncture site. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath did not kinked/bent. No excess force was applied during insertion. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer lock against the handle assembly and an audible click was heard. The exoseal vcd securely locked with the vascular sheath introducer. The exoseal was stored on the shelf for two weeks. A non-sterile unit of an exoseal vcd was received inside of a clear plastic bag, along with an unknown (non-cordis) catheter sheath introducer (csi). During visual inspection, the following conditions were found: the product was saturated with blood; and the delivery shaft was received inserted into the unknown csi. The indicator wire was returned separated from the exoseal. The deployment lever was depressed; indicator window was received black/white/red color; plug was deployed and it was not returned for analysis; cowling guard was received unlocked; and the back bleed port was at its deployed position. No other damages or anomalies were observed on the returned part. In the failure analysis laboratory, the handle of the device was opened in order to identify any possible internal damages; and components were found to be in good condition and assembled correctly. The iw (indicator wire) end is the component in which the iw is fixed using adhesive and coating by uv lamp. The iw and indicator wire were inspected under microscope, and the presence of adhesive was noted. The unit was reviewed by the product engineering team (pet) in the laboratory, and the following conclusion was determined: at the time of checking the device, they were able to verify that the iw end was loose inside the device, without having apparent hurt. The iw end and the iw had evidence of adhesive, which indicates that they were united, and the only form of detachment would be by a stretching force on the iw. The cause of the detachment cannot be determined. A product history record (phr) review could not be performed as the device lot number was unknown. The reported ¿indicator wire separated in patient¿ was confirmed through analysis of the returned device. However, the exact cause of the separation could not be conclusively determined. Based on the information available for review and the product analysis, procedural/handling factors (such as a stretching force) may have contributed to the issue experienced as evidenced by the presence of adhesive during analysis. As the device was received with the indicator wire cowling unlocked with the sheath, this disconnection could have applied excessive force to the indicator wire inducing the separation. However, it is unknown how the cowling became unlocked. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal vcd from the vascular sheath introducer once it has been locked into position.¿ the IFU also states, ¿avoid the use of exoseal vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. The vascular sheath introducer and/or exoseal vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair. If for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the blood stream, remove the exoseal vcd and vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the vascular sheath introducer as plug dislodgment may occur. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.